Event description:
It was reported that pump displayed malfunction alarm code and continued to show same malfunction even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and when malfunction recurred, support arranged replacement pump while customer used multiple daily injections as backup insulin therapy.